Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the device not turning back on / not being able to connect was determined, however when asked about what most likely caused or contributed to this issue they stated they had no clue. When asked what steps were or will be taken to resolve this issue they stated nothing had been done and this had not been resolved. Regarding the ins flipping, they stated they were going to get a hold of their surgeons office on (B)(6) 2025 to set up an appointment. This had not yet bene resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient turned off their implant and now when they tried to turn it back on they would get a message to reach out to [the manufacturer]. The patient stated they had been seeing this since "just the other day". The patient said they couldn't get their implant to turn back on or do anything. The patient tried to connect to their implant with their handset and communicator and received a "device not responding" message, then said it was "device not found." The patient repositioned the communicator several times but was not able to connect. When asked if they could feel the ins, the patient stated they could and that it needed to be retouched because they could flip the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Event description:
Additional information was received from the patient. They reported that patient said they went to appt with managing hcp on (B)(6) 2025 and they were unable to connect to ins. Patient said they kept getting "no device found" message. Patient reported they turned therapy off "a while ago" to "give my nerves a break" before adjusting therapy settings. Patient intended to turn therapy back on at appt, but discovered they were unable after several attempts to connect. Agent suggested patient attempt to connect while on the phone. Patient confirmed using correct app, communicator unplugged, solid blue light, and blue plastic side against the skin, but still got "no device found" message. Patient denied getting eos or por message. When asked if patient could palpate battery under the skin, patient said they could because it was at a weird angle like it would "pop out" of their skin. Patient said their managing hcp wanted to plan for surgery to reposition the ipg because it was uncomfortable for the patient. Patient also said they could flip the battery in the pocket. When asked for event date, patient said it had been that way "for a hot second; for a while." Agent reviewed it was very possible that was why they were unable to connect and that it sounded like their external equipment was functioning appropriately. Patient said they did not have a set surgery date because hcp wanted them to connect with mdt first. Agent suggested patient follow-up again with managing hcp and provided patient with number for nas in case they wanted a rep present. Agent also provided patient with ts to give to managing hcp to call if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that patient said they went to appt with managing hcp on (B)(6) 2025 and they were unable to connect to ins. Patient said they kept getting "no device found" message. Patient reported they turned therapy off "a while ago" to "give my nerves a break" before adjusting therapy settings. Patient intended to turn therapy back on at appt, but discovered they were unable after several attempts to connect. Agent suggested patient attempt to connect while on the phone. Patient confirmed using correct app, communicator unplugged, solid blue light, and blue plastic side against the skin, but still got "no device found" message. Patient denied getting eos or por message. When asked if patient could palpate battery under the skin, patient said they could because it was at a weird angle like it would "pop out" of their skin. Patient said their managing hcp wanted to plan for surgery to reposition the ipg because it was uncomfortable for the patient. Patient also said they could flip the battery in the pocket. When asked for event date, patient said it had been that way "for a hot second; for a while." Agent reviewed it was very possible that was why they were unable to connect and that it sounded like their external equipment was functioning appropriately. Patient said they did not have a set surgery date because hcp wanted them to connect with mdt first. Agent suggested patient follow-up again with managing hcp and provided patient with number for nas in case they wanted a rep present. Agent also provided patient with ts to give to managing hcp to call if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.